Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that ongoing intermittent cartridge alarms occurred during insulin delivery. Additionally, it was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer delivered a correction bolus via the pump and administered a manual injection to address bg. Customer reverted to an alternate method of insulin therapy.